Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. The tube was not attached inside the bag, so when the bag was run liquid leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, b5, h3, h4, h6, and h10: b3: event date: this event occurred on (B)(6) 2023 (previously submitted as asku). Additional information for b5: it was reported that two 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked (previously submitted as one bag). H4: the lot was manufactured between june 15, 2023 ¿ june 16, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the fill port tubing was not sealed into the bags. The reported condition was verified. The cause of the port¿s tubing not being sealed to the bag was due to port weld defect during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.